Event description:
It was reported that the bronchovideoscope did not produce an image during angulation. The issue occurred during maintenance. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged charged coupled device, and image disappearing during angulation in up/down directions. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the damage on the charged coupled device unit, the image disappears during angulation in up/down directions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.